Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for an normal generator replacement procedure. During the procedure, it was noted that there was difficulty removing the set screw from the pacemaker header. The port was washed out, a new hex wrench was used, and the set screw was eventually removed. The patient was recovering post-procedure.